Event description:
Customer reported the system is displaying battery errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries, power cap module, and generator driver board. System operates as intended.